Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 52 mg/dl was entered into the pump at 5:58 pm on (B)(6)/2018. There were no erratic bolus requests. At 2:58 pm the user activated a different personal profile setting. This setting change increased the user¿s basal rate from 0.6 u/hr to 3.3 u/hr. The user¿s settings adjustments could have led to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged low bg could not be verified. Additionally, the alleged malfunction could not be verified as only cartridge was returned and device is incapable of retaining logs.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Additionally, the customer experienced a low blood glucose (bg) level of 51 mg/dl; cause was unknown. Review of the pump data logs by tandem technical support verified that there was no abnormal insulin delivery activity and that the pump was functioning as intended. Carbohydrates was consumed to treat the low bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.